Event description:
I underwent surgery for lung resection in a theater that included wellspan's heater/cooler unit at (B)(6) on (B)(6) 2013. I was diagnosed with ntm on (B)(6) 2015. It was identified as mycobacterium avium-complex with no further species identification. I asked the doctors at (B)(6) to see whether they could find a pattern of infections following lung surgery but they do not seem inclined to check. I see that you are recommending following heart surgery pts but if evidence of warrents, want to ask you to expand that to lung surgery pts. I doubt I have to tell you that the disease and its treatment is most unpleasant. I have been working part-time and claiming disability, mostly due to the side effects from the three strong antibiotics, since the process began. It seems very prudent to at least look for a pattern and understand that we can prevent further infections with proper cleaning and maintenance of the equipment. Http://www.FDA.gov/safety/medwatch/safetyinformation/safetyalertsforhumanmedicalproducts/ucm467151.htm?sourc=govdelivery&utm_medium=email&utm_source=govdelivery. Wellspan.